Event description:
The event is reported as: a pediatric home care pt was having his catheter removed but the balloon would not deflate, so it could not be removed. Intervention: the pt had to have the catheter removed under anesthesia. Pt's current condition is reported as doing fine.

Manufacturer narrative:
Device sample not received by manufacturer in time for this report.